Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device: expulsion of essure device : right essure coil") and pelvic pain ("chronic pelvic pain") in a 28-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (2), miscarriage (2), gravida (g-3) and parity (p-2). Concurrent conditions included obesity, menses irregular and bleeding breakthrough. Concomitant products included levofloxacin (levora) for contraception as well as ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown, the pelvic pain and dyspareunia had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered device expulsion, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: the coil was able to be inserted on the left tube. The coil was unable to be inserted in the right tube. Therefore, 3 months later, the patient had a laparoscopic right tubal ligation. Surgical pathology report: pelvic pain. Gross description: right fallopian tube-specimen consists of a fallopian lube 5 cm in length and 0.5 cm in diameter. One cassette. Left fallopian tube-the fallopian tube measures 5 cm in length and 0.4 cm in diameter. One cassette. Diagnosis: two separately identified/submitted 5 cm fallopian tubes, bilateral tubes. 3 coils visible. Second tubal implant placed in left ostium per standard procedure. 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Ultrasound scan vagina - on (B)(6) 2009: unilateral occlusion (left tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device: expulsion of essure device : right essure coil") and pelvic pain ("chronic pelvic pain") in a 28-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (2), miscarriage (2), gravida (g-3) and parity (p-2). Concurrent conditions included obesity, menses irregular and bleeding breakthrough. Concomitant products included levofloxacin (levora) for contraception nos as well as ethinylestradiol;norethisterone acetate (microgestin). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In october 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)-2017. At the time of the report, the device expulsion outcome was unknown, the pelvic pain and dyspareunia had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered device expulsion, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: the coil was able to be inserted on the left tube. The coil was unable to be inserted in the right tube. Therefore, 3 months later, the patient had a laparoscopic right tubal ligation. Surgical pathology report: pelvic pain. Gross description: right fallopian tube-specimen consists of a fallopian lube 5 cm in length and 0.5 cm in diameter. One cassette. Left fallopian tube-the fallopian tube measures 5 cm in length and 0.4 cm in diameter. One cassette. Diagnosis: two separately identified/submitted 5 cm fallopian tubes, bilateral tubes. 3 coils visible. Second tubal implant placed in left ostium per standard procedure. 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: unilateral occlusion (left tube occluded). Ultrasound scan vagina - on (B)(6)-2009: unilateral occlusion (left tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter information was added. This case is medically confirmed. Her demographic was updated. Her historical and concurrent conditions were added. Lab data was added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia) and expulsion of essure device (previously reported as migration of the device) were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.